Manufacturer narrative:
This report is submitted on february 15, 2017.

Event description:
Per the clinic, the patient experienced poor performance with the device use. It was reported the electrode array was only partially inserted in the cochlea. Revision surgery to reposition the electrode array was completed on (B)(6) 2017.